Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to CPAP device sound abatement foam. There was no report of patient harm or injury. The patient has alleged to headache. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination on all surfaces of the base unit, dust contaminate at air inlet and iso port entrance and keratin like substance around the blower box outlet. The manufacturer visually inspected the internal part of the device and found unknown debris in the tracks of ui panel, unknown white dust contamination on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring.. Mineral deposits were present on the motor casing suggesting unknown liquid ingress and mineral spots consistent with water ingress were found within the blower box and motor casing. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam but the contamination likely originated externally to the device.